Event description:
It was reported that device diagnostics at a routine office visit resulted in high impedance (>10,000 ohms). The physician reported that the patient experiences daily drop attacks, but that there is no direct link to one special event. It was reported that the device was not programmed off after observing the high impedance, but that the physician will be informed that device manufacturer recommends this. X-rays are planned, but have not been received by manufacturer for review. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.